Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm approx 2 months ago. The aortic neck was 12-14 mm long and 18-20 mm in diameter. The vessels were small. The pt had a right accessory renal artery that was covered with the stent graft; however, there was still perfusion. The CT scan report noted a right renal artery infarction and no endoleaks were reported. No intervention was performed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (arterial and venous occlusion); (narrow aortic neck). Conclusions: (narrow aortic neck).